Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported after opening and inspection of the device vasoview hemopro 2 , the harvester noticed that the silicone coating on jaws of the bisector was damaged. No injury or harm to the patient. A new device was opened to complete the procedure. There was no delay.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 11/27/2024. An investigation was conducted on 01/07/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed on both devices. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact heater wire. The clear hot jaw silicone insulation was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled back from the cold jaw tip, exposing the cold metal jaw tip. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000402361 history record review was completed. Theres an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.